Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Additionally, it was reported that the battery was observed to be depleting rapidly. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.